Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. The reported difficulty advancing the device could not be replicated in a testing environment as it was based on operational context. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately calcified and moderately tortuous anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a moderately calcified, moderately tortuous internal carotid artery that is 70% stenosed. An unspecified stent was implanted and the 4.0x30mm viatrac plus peripheral balloon dilatation catheter (bdc) was advanced. Resistance was noted with the anatomy. The viatrac successfully crossed the lesion and was inflated for post-dilatation but ruptured at 11 atmospheres during the first inflation. A new 4.0x30mm viatrac plus bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.